Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a controller exchange in the clinic on (B)(6) 2022 due to power cable disconnect alarms on the black lead. The power cable disconnect alarms resolved with controller exchange.

Manufacturer narrative:
Section a date of birth: patient privacy laws prohibit the release of private patient information. The patient's date of birth should have been omitted from the previous report. Manufacturer's investigation conclusion: the reported power cable disconnect alarms were not confirmed. The heartmate 3 system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 1 day (01sept2021, 01jan2000, 17feb2022, 02mar2022 per timestamp). Events on 01sept2021 are from manufacturing testing, events on (B)(6) 2000 are from when the system clock was not set, and events on (B)(6) 2022 are from when the system controller was not in use. There were no atypical alarms or atypical power cable disconnect events in the log file. Pump operation was not affected. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: hsc-107424) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.